Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia 34x34x200 stent graft was implanted during the endovascular treatment of a 106mm taa. It was noted that on an unknown date prior the patient had a surgical arch repair and placement of a 28x28x100 valiant captivia stent graft placed antegrade as a "frozen" elephant trunk extension. A CT was performed approximately 15 months post index procedure followed by an angiogram the following day which showed a suspected iiib endoleak on the inner curve of the 34x34x200 stent graft. It is thought the free flow stents of the 28x28x100 valiant captivia which was placed antegrade and in angled anatomy likely led to an erosion of the graft, despite the freeflo stents being external to the graft 34x34x200 graft. An additional valiant captivia 34 x34 200 stent graft was placed as intervention on (B)(6) 2025. There was no endoleak on the 28x28x100 valiant captivia stent graft. Per the physician the cause of the iiib endoleak was likely due to the acute bend in the aortic arch and the prior placement of a valiant stent graft in antegrade fashion. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion the reported type iiib was confirmed on the films provided; however the exact cause of the iiib endoleak could not be conclusively determined. The anatomy at implant is unknown and earlier post-implant films were not provided for comparison. It is likely that as reported the free flow stents of the 28x28x100 valiant captivia which was placed in an antegrade fashion likely led to an erosion of the fabric on the inner curve of the 34x34x200 stent graft , leading to the iiib endoleak . The stent graft angulation and the potential aneurysm morphology changes during the implant duration, may have also exacerbated the fabric abrasion wear. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.